Event description:
Health professional reported left side rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one extended opening and fold creases. A weight test of the device was completed and the device was found to be overweight. A microscopic analysis was performed which identified one opening crease (sharp), stress marks and wear abrasion. Based on the device analysis the final assessment is one opening crease (sharp) assessed as fold (flaw) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side rupture. Device was explanted.